Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118296.

Event description:
Related manufacturer report number: 3006705815-2023-02093.it was reported that during surgical intervention on (B)(6) 2023 wherein the ipg was explanted and replaced, it was discovered that a lead was fractured. As a result, during the same surgical procedure on (B)(6) 2023 the fractured lead was explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.